Event description:
It was reported there was a catheter issue; kink. A volume discrepancy occurred. The expected volume was 2ml. The actual volume was 19ml. A dye study was performed on (B)(6) 2012 and they were unable to aspirate the catheter. A rotor study was normal. There were no patient symptoms/injuries related to this event. Patient status was noted as "alive - no injury/no adverse event". The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).